Event description:
The customer reported that the 840 ventilator had an erratic screen while in use on a pt. The pt was not harmed or injured as a result of the event. Customer refused the repair and they will removed the device from service.